Event description:
It was reported that the patient experienced a hyperglycemia event after setting up and beginning use of a new ilet system, with a reported blood glucose of 339 mg/dl and later trending down to 290 mg/dl, and no device-specific malfunction could be identified. Symptoms included hyperglycemia with urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the patient and a third party, and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial